Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported). At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h30070, h13k05093, h13i27025, h13i23057, h14a13039, and h13i04032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was prescribed two product codes for a minicap transfer set. The product code and lot number of the transfer set used by the patient is unknown; however, the two product codes share a common brand name and 510k number which have been provided. Should additional relevant information become available a supplemental report will be submitted. This is the same patient as in (B)(4).